Manufacturer narrative:
Unit under evaluation and service.

Event description:
The international customer reported that the ventilator went vent inop and alarmed during use on a patient due to pressure regulation high. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The unit is undergoing evaluation and service.

Event description:
Evaluation and service was performed for the reported problem. The reported problem was not duplicated during testing; however, during testing, the ventilator went vent inop due to a da pcb adc reference failed occurrence. The data acquisition pcb board was replaced to address the finding. Final applicable testing was performed and the unit passed to specifications.